Event description:
It was reported that during prophylactic system explant due to patient medical condition, it was noted that the right ventricular (rv) lead exhibited sudden exit block with high and/or unstable thresholds, short v-v intervals, and high impedance with fracture. It was also reported that the that the rv lead sleeve was free and not fixed via a suture. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on the week of (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 400-500 ohm range. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 35208; ventricular tachycardia (vt) non sustained episodes with evidence of lead noise oversensing. Analyst commented, on (B)(6) 2015, rv capture threshold has risen from 1.25v to greater than 2.5v and is consistently above 2.5v.